Manufacturer narrative:
Results: a cartridge and foam tip plunger lot search was performed for similar complaints within the search. The cartridge search shows no similar complaints found. The foam tip plunger search shows two similar complaints.

Event description:
The reporter stated that the surgeon was using a eyeonics crystalens, and the back haptic tore off during insertion. The surgeon enlarged the incision to remove the lens and put in another same type lens and a suture was used.